Event description:
Valve malfunctioned and had to be replaced. Noted malfunction occured before use on the patient. Product has been discarded.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3248, with lot crfcyp, conformed to the specifications when released to stock on the 3rd june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.